Event description:
The pump is "slow-flowing" and will be explanted and replaced next week. The system was implanted in the hepatic artery to treat a cholangioma. The pt has not had any symptoms related to the pump function. A scan has indicated that there has been "progression" of the cancer. At refill, the expected reservoir volume was 41 ccs; the actual reservoir volume was 31 ccs. The catheter access port has been flushed several times in the last 3 weeks. Fluoroscopy was performed and revealed no kinks and the catheter was observed to be patent. Tpa has been used in the system, as well as fudr, dexamethasone and heparinized saline 1000 u/ml. The pump will be returned to the MFR for analysis after explant.